Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the item has not yet been received.

Event description:
A consumer stated that her mother had allegedly received burns on her abdomen while using a heating pad. The extent of her injuries is unknown, but medical attention was sought. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.